Event description:
On 4/28/06 she noticed that her infusion set had become partially disconnected from the luer lock. Pt reported that she changed her infusion set immediately. Pt reported that tubing was in use for 5 days before the incident occured.